Event description:
Allergan aesthetics received a report of a patient treated flanks on (B)(6) 2021 with coolsculpting coolsmoothpro developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by medical doctor.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Allergan aesthetics received a report of a patient treated flanks on (B)(6) 2021 with coolsculpting coolsmoothpro developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by medical doctor.

Manufacturer narrative:
Corrected data: d1 and d4.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A treatment provider reported that a patient treated with coolsculpting treatment to the upper and lower abdomen on (B)(6) 2021 using the cooladvantage plus coolcore developed paradoxical adipose hyperplasia. Tissue is described as firm with visible enlargement.